Event description:
Blood pressure cuff was attached to a vital signs monitor. Cuff was placed on patient and pumped up by the monitor. It would not deflate. Cuff was removed from vital signs monitor and was removed from the patient. Cuff would still not deflate. No injury reported. This is considered a potential problem if it recurs.